Manufacturer narrative:
(B)(4) date sent: 10/12/2016. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested: were any issues noted with stapler performance in initial procedure? What color cartridges were used and what tissue were they used on? Was buttressing material used? Were any of the forces to close or fire higher or lower than normal? How long post-op did issue occur? How did the patient present? What was the patient bmi? Was the site of the post-operative fistula identified? If so, what was the location? Please describe the staple form in that location. How was the fistula treated? Were any other stapling devices used in the procedure? How was the gastrojejunostomy created? What is the current patient status? Additional information received: the patient presented pneumoperitoneum 24h was re-operated, hospitalized in the ICU for about 15 days and reoperation twice more times. Recovered well without damage and his scheduled hospital discharge for the day after tomorrow. Endoscopy per surgery for stent placement showed failure of the lateral stapling gastric pouch.

Event description:
It was reported that following a gastroplasty bypass w/de roux procedure, there was a fistula at the staple line. The patient presented fistula post-surgically. Endoscopy submitted, which showed side injury at the staple line. Only presented post-surgery problems; was carried out an endoscopy.